Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) delivery system had a leak and air bubbles. A new delivery system and ipg were used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. A fluid pathway leak was observed on the delivery system. The delivery system outer shaft was kinked/buckled. The articulation curve of the delivery system did not meet specification and was out of plane. Visual analysis of the delivery system indicated damage during use. The analyst noted that the delivery system was returned with the device attached. Visual analysis found the distal end damaged when received. The outer shaft was kinked 6 cm from the distal end of the shaft. Articulation curve could be applied but did not meet curvature deflection specification of 120 degrees and the distal shaft appeared to be out of plane. The analyst observed that when the flush test was performed with the "tether lock" in the locked position water flowed from the distal end of the shaft the and inner tubing exiting the proximal end of the handle. The analyst could successfully deploy and recapture the device. If information is provided in the future, a supplemental report will be issued.